Manufacturer narrative:
The device sample was not returned for eval at the time of this report.

Event description:
The event is reported as: the customer alleges that when injecting the medical solution right after placement of the catheter, the user could not inject the medical solution. During the flushing test prior to pt use, the catheter could be flushed without problem. The catheter was removed and a new catheter was used.